Event description:
The customer reported that the live image screen went black and the case had to be completed with an alternate system. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended.